Manufacturer narrative:
Adverse event or product problem: product problem checked as it was omitted at the initial submission. Brand name: corrected device information based on the actual device returned. UDI is not available due to incomplete device information. Updated codes to current FDA approved codes. The device investigation has been completed and the results are as follows: device history record: the returned implant (inclusive tapered implant ø3.7 x 11.5 mm) did not match the size (ø3.7 x 13 mm) reported by the customer (see returned sample(s)/device inspection). Therefore, lot number was not available and DHR cannot be reviewed. Returned sample: the returned implant was visually inspected and verified to be an inclusive tapered implant ø3.7 mm x 11.5 mm using the radiographic template. It was not an inclusive tapered implant ø3.7 mm x 13 mm as reported in the complaint. No defect or non-conformity was observed from the returned implant. Both the thread and internal features were intact. Root cause: the root cause for the failed implant cannot be explicitly determined. The physician did not report any issue with the implant. Based on the returned part inspected and the evaluation data, there is no product deformity nor nonconformity. Nor was there any evidence found to indicate that the reported issue was caused by the device itself. The external trauma was reported but no evidence was found to indicate it was caused by the device itself.

Event description:
It was reported that the inclusive implant "failed." The patient bone grade is noted as grade ii. The patient has a history of bruxism, but no other dental or medical history is noted. The patient presented on 2-1-2016 for primary procedure on tooth #21. On 12-20-2016, the patient returned. Upon examination, the provider notes an infection. It is also noted that the implant was placed on a previously or simultaneous grafted site. It was on this date that the device was removed due to "external trauma." It is unclear of the actual trauma. It is also unclear of the actual failure.

Manufacturer narrative:
The dentist reported a patient had implant failed to integrate, and also experienced trauma. Furthermore, infection was reported at the implant site and the patient had bruxism, but no harm cause to the patient. The patient had type ii bone and implant was placed in previously grafted site. No weight of the patient was provided, and the dentist did not know the patient's ethnicity and race. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failed to integrate, and the patient experienced trauma. The patient had bone type ii and no pre-existing conditions. However, he had infection at the implant site and implant placement in previously/simultaneously grafted site. Also, he was reported to have bruxism that may have contributed to the implant failure. The patient's condition was reported to be satisfactory.